Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 440 mg/dl. The customer¿s current blood glucose value was 282 mg/dl. The customer also mentioned other blood glucose values such as 200 mg/dl, 220 mg/dl, 340 mg/dl. Auto mode feature was active at the time of incident. The customer did not allege under delivery on insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.